Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue recurred.